Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(4) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(4) 2016. Patient experienced multiple instances of sensor inaccuracy. Patient reported first inaccuracy occurred on (B)(4) 2016; cgm displayed 135mg/dl and bg meter displayed 35mg/dl. During the same sensor session on (B)(4) 2016, patient experienced another inaccuracy of cgm: 76mg/dl and bg meter: 26mg/dl. It was stated that patient was found unconscious, non-responsive and foaming at the mouth. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2016. Patient reported that they were unconscious, unresponsive, and foaming at the mouth. It was reported that at the time of the event, the cgm displayed a value of 76 mg/dl and the bg meter displayed 26 mg/dl.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor of hypoglycemia and dizziness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient stated that he felt dizzy and his wife caught it. No information was given about if any treatment was given to the patient. It was reported that at the time of the event, the cgm displayed a value of 83mg/dl and the bg meter displayed 51mg/dl. At the time of contact, patient was at home and doing well. No additional event information was provided. It was reported that calibration was not performed correctly. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate if the glucose reading error symbol shows in the status area. Do not calibrate if the out of range symbol shows in the status area.